Manufacturer narrative:
(B)(4). Date sent: 6/9/2026 d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the device lot s25060119, and no non-conformances were identified. Additional information was requested, and the following was obtained: did this issue contribute to any patient adverse event? ¿ when was the interface broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify did the needle fall into the patient? If so, ¿ was the needle piece(s) retrieved during the same procedure? ¿ were x-rays taken to locate the needle piece(s)? ¿ what measures were implemented to retrieve the broken piece? ¿ was there any additional tissue damage resulting from the search for the needle piece? ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) --received information as following from sales rep. Please refer to the event description, other information requested is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a c-section surgery on (B)(6) 2026, and suture was used. During the suturing of the uterine incision after surgery, the interface between the needle and the suture broke. The doctor replaced the suture with a new one. Additional information was requested.